Event description:
Additional information was received that per the physician, thrombus was confirmed and the mode of valve failure was unspecified aortic regurgitation. No further treatment has been reported.

Manufacturer narrative:
Updated data: b5 h6 additional codes image review: a case report from imaging services and one 3mensio video clip were provided. Report review: the evolut implant appears under-expanded. Calcification is observed outside the frame at all native cusps, primarily at the levels of node 3 and node 4. There is possible hypoattenuated leaflet thickening (halt) with partially calcified prosthetic leaflets. Implant depth measures 7.4 millimeters (mm) above the left coronary cusp (lcc) and 7.0 mm above the right coronary cusp (rcc). 3mensio video clip review: the video clip confirmed under-expansion of the valve. The native valve appears bicuspid, with fusion of the rcc and lcc. Calcification is noted outside the frame in all native cusps at approximately 14.5 mm from the evolut inflow. As noted above, there is possible hypoattenuated leaflet thickening (halt) with partially calcified prosthetic leaflets. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 8 years and 3 months following implant of a transcatheter aortic valve, thrombus and an unspecified valve failure were identified. Subsequently, the patient was hospitalized.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.